Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) in the 30's (mg/dl). Reportedly, bg was due to increased physical activity and the basal rate was set too high. Bg was addressed with carbohydrates and by setting a temporary basal rate. Contact discussed basal rate with a healthcare provider (hcp) and hcp agreed that basal rate needed to be adjusted.